Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with an original label with the batch number of the complaint on it. The anchor was not returned. The tube ferrule has been pushed back into the handle body allowing the insertion tube to move around freely. The insertion tube distal end has abrasion marks from being in contact with a sharp instrument such as a grasper. The single returned suture has a fraying break in the middle. The cleat is fully extended. A functional evaluation showed the driver can no longer be used to advance the anchor as the spool cleat is fully extended from the body of the handle and the ratchet is locked. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force or contact with a sharp grasper/instrument). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an acl + lateral extra articular tenodesis it was noted that when deploying the q- fix anchor, the suture turret did not reduce back down to the handpiece as usual. When the suture limbs were removed from the device, the entire suture came out. It was noted when the suture was handed off the table that it somehow torn when the deployment had taken place. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. The back up device was used in an additional bone hole. There was a void left. The instrument used to prepare the insertion site was a standard 1.8 qfix mini disposable drill kit. The drill bit was cycled in and out to ensure bone debris were cleared before anchor insertion. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.